Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (health professional was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that suggested event temporarily occurred due to the following: humidity that entered from the leaking point caused temporarily conduction failure at the internal circuit board of the video connector, or the like. Stress on the bending section caused damage to the internal charge coupled device cable. The events can be detected by following the instructions for use: "operation manual: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was not confirmed. During inspection, the image was not flickering and no stains were observed. The evaluation revealed a scratch and pinch mark on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified procedure, the camera goes in and out (temporary image loss) while using the endoeye flex deflectable videoscope. There were no reports of patient harm or impact associated with the event.